Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they read on a website in a record dated (B)(6) 2015 that some patients would be shocked even though no impedance abnormalities were found. There were no traumas or falls reported related to this issue. The consumer had no further information regarding this event. No further complications were reported.